Event description:
Same case as 2134265-2011-03937. It was further reported that after treatment of lesion 3, the implanted stent was proximally overlapped the taxus liberte stent placed in mid lad. At the time of the event, the patient was taking aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Relevant tests corrected coronary angiography date from (B)(6)-2011 to (B)(6)-2011. Lvef: corrected from 48% to 40%. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2011-03937. It was further reported that after treatment of lesion 3, the implanted stent was proximally overlapped the taxus liberte stent placed in mid lad. At the time of the index procedure, the patient presented with recurrent chest pain and abnormal results of myoview stress test (stable angina) and was taking aspirin and prasugrel.

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented at the time of the index procedure due to stable angina. Cardiac catheterization revealed 3 target lesions. The first was a 75% stenosed and 10mm long lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 4.0mm. This was treated with direct stent placement of a 4.0x12mm taxus liberte stent resulting in 9% residual stenosis. The second was a 75% stenosed and 18mm long lesion located in the mid left anterior (lad) coronary artery with a reference vessel diameter of 2.75mm. This was treated with predilation and placement of a 2.75x20mm taxus liberte stent resulting in 9% residual stenosis. The third was a 75% stenosed and 18mm long lesion located in the proximal lad with a reference vessel diameter of 3.0mm and a previously placed unspecified stent. This was treated with direct stent placement of a 3.0x20mm taxus liberte stent resulting in 9% residual stenosis. The patient was discharged one day later on aspirin and prasugrel. (B)(6) 2011: the patient presented due to non-radiating atypical mid sternal chest pain, stabbing in nature, not associated with shortness of breath, diaphoresis, nausea or vomiting and was diagnosed with angina. Myocardial infarction was ruled out. Cardiac catheterization revealed 90% long mid stenosis in the previously placed taxus liberte stent in the mid lad. Two days later, this was treated with predilation and placement of two ion stents (2.75x32mm, and 3.0x24mm) and post-dilatation resulting in less than 10% residual stenosis. Additionally, the saphenous vein graft to the first diagonal was treated with predilation and placement of a 3.0x12mm ion stent and post dilation resulting in less than 10% residual stenosis. Administration of prasugrel was discontinued. The patient was discharged on the same day on aspirin and clopidogrel. It is the opinion of the physician that this event is related to the 2.75x20mm taxus liberte stent in the mid lad.